Event description:
Healthcare professional reported a complaint of act+ results not sensitive to heparin dosing with a hemochron signature plus system. The patient was admitted to the cardiac catheterization laboratory for an angiogram and stenting procedure. The customer reported that the act+ results were not increasing consistent with heparin adminstration. The procedure target time was not provided. During the procedure, the customer performed an aptt test which indicated that the patient was adequately anticoagulated. The cardiac catheterization procedure was completed and the patient was discharged from the hospital on (B)(6) 2014 without incident. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# unknown. Ther is no evidence to suspect a system malfunction. Both electronic an liquid quality control tests passed successfully before and after the procedure. The customer was informed of the sensitivity limitations of the act+ test and was recommended to implement the use of the act-lr test for future patients based on its sensitivity to lower concentrations of heparin. Itc has requested all data required for form 3500a.